Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in the hospital on sunday and blood glucose value was over 30 mmol/l at that moment. The customer treated blood glucose with 10 units of insulin with pen and blood glucose value came to normal. The insulin pump passed the self test and display verification test. The insulin pump had no reservoir alarm and customer saw a lot of air bubbles during test. The reservoir will not be returned for analysis.